Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead showed r wave sensing issues. Programming changes were made. The patient was stable.

Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead showed r wave sensing issues. Programming changes were made. The patient was stable.